Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that infusion set broke at site and was not sure if cannula was still in the skin. Customer reported that other cannula's have been bent and crimped. Customer reported that blood glucose had been between 480 mg/dl and 600 mg/dl. Customer declined troubleshooting for high blood glucose and bent cannula and stated that she will be going for more training.